Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected loud noise sound during testing noted. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's low blood glucose levels. The customer's blood glucose level at the time of incident was 48mg/dl. The customer states they treated with food. The customer's most current level was 73mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.